Event description:
Type I diabetic male reports four incidents of hypoglycemia in which medical assistance was sought. Details were only reported for one incident. On 8/9/96, he alleges medics found him unconscious in his car with a blood glucose level of 30 to 40 mg/dl (method unk). The medics administered glucose by IV. Diabetic alleges device values are high compared to a competitor's device. Quality assurance checks with glucose control solutions were reported as acceptable.